Event description:
Customer reported that the time on their device was incorrect, resulting in a discrepancy of more than five minutes between displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the issue recurs. Customer understood and acknowledged the guidance provided.